Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Findings: pump was received with no button response due to flattened all buttons dome switch. Inspected connector and no unlocked connector noted. Unable to verify low battery alarm, low reservoir alarm, reservoir icon/battery icon anomaly or perform the self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had minor scratched display window.

Event description:
The customer reported via phone call the insulin pump had a prime/fill anomaly. The customer reported low reservoir and the batteries not lasting longer than 5 to 6 days. The customer did not provide their blood glucose value at the time of the incident. The customer called due to a low re during trouble shooting the customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. The insulin pump will be returned for analysis.